Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that both right atrial (ra) lead and right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing and high capture threshold, and the ra lead further exhibited inappropriate automatic mode switch due to the over-sensing. Programming changes were made to deactivate sensing capabilities of both leads. There were no patient consequences.